Event description:
It was reported that patient received inappropriate atp and high voltage therapies due to persistent svt. Programming changes were recommended. It was decided to monitor the patient with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.